Event description:
Device report from china reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the threads of a matrix mandible screw were stripped. This was noticed while the screw was being inserted. The screw was removed from the patient and another device was used to complete the surgery. Procedure was completed with no delay. There were no adverse consequences to the patient. This report is for a 2.0mm ti matrixmandible screw self-tapping 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part: 04.503.408.01s lot: 54p2696 manufacturing site: (B)(4) release to warehouse date: 08 may 2020 expiry date: 01 may 2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that matmand scr ã¸2 self-tap l8 tan 1u I/clip had the screw thread broken off during insertion. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matmand scr ã¸2 self-tap l8 tan 1u I/clip. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.